Event description:
A reporter called to submit a report about the pacemaker device that was implanted in him since 2003. He stated his original pacemaker and leads of boston scientific was implanted in (B)(6) 2003. He said no one told him the leads should be replaced every 5 to 7 years. Up until 3 years ago, he was having the same leads and was not aware that they should have been changed a long time ago. He said one doctor told him they should only last 5 to 7 years. He said he saw a doctor in 2022 and that doctor only changed the pacemaker and the battery. He said after the replacement he was still getting inappropriate shocks and incorrect transmission. He said in (B)(6) of 2024 in one day, he got 12 inappropriate shocks. Then he went to another doctor with his concerns and in (B)(6) of 2024, the entire system has been replaced. He said when the doctor was changing the leads they were rotten, deteriorated and crumbled. Now he does not have any problems with the new system. Report number: mw5168164.